Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the subject device has no previous repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the cause of the reported event potentially occurred by a generated gap at light guide-lens glue due to physical stress, etc. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation confirmed inside of lg lens is dirty. The scope failed the leak test due to deformation of control unit and deformation of up/down knob. The air/water nozzle is deformed. The bending section cover glue is detached. The connecting tube coating is peeling. The image guide protector is cut. The up /down angulation is below specification due to worn angle wires. The charged coupled device unit is damaged attributing to white dots on the image.scope has cosmetic dents and scratche on the distal end cover and throughout the scope. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed by the customer that ¿at the end of the day during leakage test found leakage from the control body¿ of the duodenoscope. The scope returned for service; upon inspection and testing, the inside of the light guide lens was found stained/dirty. No patient injury or harm was reported to olympus.